Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the orange hemostatic valve came off. It was reported that the orange hemostatic value came off the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium while going transseptal. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The orange hemostatic value came off the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium while going transseptal. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued. The bwi product analysis lab received the device for evaluation on 03-jan-2024. The device evaluation was completed on 08-jan-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the brim cap was detached from its place. Additionally, a bent mark was observed in the shaft of the device. The brim cap was not returned. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The root cause of the detachment of the brim cap and bent mark could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: -investigation findings: mechanical problem identified (c07)/investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of a ¿bent mark was in the shaft of the device". Investigation findings: fracture problem (c070603)/investigation conclusions: cause not established (d15)/component code: cap (g04020) were selected as related to the customer¿s reported "orange hemostatic value came off". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 12-dec-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000113 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).